Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes: 484 mg/dl, 374 mg/dl and 209 mg/dl. Customer took 38 units of actrapid based on the 374 mg/dl result. No symptoms reported, however, following the result of 209 mg/dl, customer ate a jam sandwich. No adverse event reported. The manufacturer requested return of suspect product for evaluation.